Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified, chronic totally occluded (cto) left anterior descending (lad) artery. The sion guide wire was being used in a retrograde approach for treatment of the cto lesion. The sion guide wire failed to cross through the cto lesion becoming stuck in the septal before the cto. Although it was stated that there was no resistance felt during retraction of the guide wire, the guide wire tip separated in the septal and remains in the septal. No attempts were made to retrieve the separated tip of the guide wire. The procedure was abandoned at this point. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Based on the obtained information, it is presumed that retrieval manipulation was performed while the distal tip of the subject guide wire was trapped by the cto lesion, causing the pulling force exceeding the product design limit to be applied to the guide wire distal tip. However, the exact cause could not be identified. The lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. The instructions for use states: if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patients body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Although device investigation could not be conducted, there was no indication of product deficiency since all the shipped products are inspected in the production process and satisfied the product specifications and release criteria.